Manufacturer narrative:
2032227-060322-002-c. (B)(4). S.w version 4.11d. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. No unexpected low battery life or low battery alert noted during testing.

Event description:
Medtronic received information that battery cap cracked/damaged, low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.